Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the system and found multiple issues. The fse reviewed data and found that the na reference values for ise calibration level 1 values were out of specification high and not calibrating. Upon further inspection found that the mc (modular chemistry) syringe t- valve was leaking. The failure mode was determined to be due to multiple hardware. The fse replaced the mc t-valve, carbon bridge, na electrode, and mc sample syringe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse verified system performance successfully without further issues. No further issues were noted. Component code: 4756 is used for the carbon bridge. Beckman coulter internal identifier is case: (B)(4).

Event description:
Customer reported three (3) false low ion selective electrode (ise) patient results which include sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca) on their dxc 600 pro clinical chemistry on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for one (1) patient.